Manufacturer narrative:
The rptr stated there are ten mattresses, however, they did not have the models and serial numbers of the 10 associated stretchers. Upon receipt of add'l info a f/u report will be submitted, or, if necessary, add'l medwatches.

Event description:
It was reported to stryker medical that the mattress surface has degraded and fluid intrusion is reported. No pt involvement or adverse consequences were reported. Please note that this per has been raised with product code 1037 000 000 for reporting purposes only. The per will be updated as soon as we have confirmation of the actual product codes that are affected.